Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were dispatched to emergency service and were admitted into hospital as a result of low blood glucose level. Blood glucose level at the time of the incident was 25 mg/dl. Customer was treated with food and glucose tablet. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated insulin pump alleged over delivering. Customer stated drive support cap appears normal. The insulin pump will be returned for analysis.